Event description:
The user has an active infection (most likely chronic otitis media), which needed surgery to be solved. The device was explanted on (B)(6) 2024. Reportedly, there was a cholesteatoma. The user was re-implanted with a bone conduction implant.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the recipient report the device was explanted due to an active infection with cholesteatoma. Additionally, the conductor link had extruded into the radical cavity, but the the device was functional before explantation. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of infection. However, the presence of the device might have contributed to the extrusion. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has an active infection (most likely chronic otitis media), which needed surgery to be solved. The device was explanted on (B)(6) 2024. The user was re-implanted with a bone conduction implant.